Event description:
It was reported that the foot switch was not responding when the min pedal was pressed. The customer tried wiggling the black cable and it started working. There was no pt consequence and a 10 min delay.